Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): a user report was submitted by (B)(6) to (B)(4) with report ref no. (B)(4), describing a situation where, following a suction maneuver in spont mode, the patient¿s spontaneous breaths were no longer recognized after reconnection of the patient. The device subsequently initiated backup ventilation, after which spontaneous breathing resumed. According to the customer, this behavior posed a potential risk of hypoxemia. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: initial clinical assessment by hamilton medical ag indicates that the ventilator may temporarily remain at peep and not respond to patient efforts for approximately 25¿30 seconds or until increased inspiratory effort is detected. This may lead to a short period of patient¿ventilator asynchrony and a sensation of air hunger or dyspnea (unpleasant sensation for the patient). The system recovers automatically, and no harm is expected. Although the event is not considered reportable based on internal criteria (non-injurious but perceptible therapy disruption), it is being preventively reported to ensure transparency, as a user report has already been submitted to the authority by the customer. Investigation is ongoing.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: the initial report was submitted as a preventive measure; the final classification is a non-final reportable case due to the associated risk of an unpleasant feeling, with no health impact or clinical consequences for the patient. The reported issue was confirmed based on logfile analysis of the affected device and reproduction on two independent hamilton-c6 devices. After a suction maneuver in spontaneous (spont) mode, spontaneous efforts were not detected upon patient reconnection. The ventilator entered backup mode after ~25¿30 seconds, after which spontaneous breathing resumed. In case of a pressure drop, the ventilator targets to compensate this pressure drop by increasing the flow (e.g., when airway leaks exist). This compensation flow is ¿ depending on the used circuits - dynamically increased or reduced for every inflation until the set pressures or volumes are achieved. If patient triggers are active, this compensation flow is added to the set sensitivity of the inspiratory and expiratory triggers to avoid auto trigger and auto cycling. When a disconnection is detected, this dynamic adaptation pauses for the duration of the disconnection. Unfortunately, this does not apply during a user initiated suctioning maneuver. After this maneuver the flow triggers and ets (expiratory trigger sensitivity) get a different sensitivity based on a leakage flow.